Event description:
Ambulance personnel were attending to a pt in a code situation. Allegedly during an attempt at administering pacing therapy, the pacer intermittently lost power several times. It was reported however, that each time the pacer stopped, the operator was able to restart the pacer immediately. Reportedly during the event the operator attempted to monitor the pt in the paddles mode and observed excessive ECG artifact. The reporter did not report any adverse effects to the pt as a result of the reported malfunctions.